Event description:
Boston scientific received information that this device was found to be at end of life. At the patient¿s previous follow-up, the longevity was estimated to be at two years so the field suspected the device¿s battery to be prematurely depleting. Automatic capture was observed to be on which may have contributed to the depletion. Additional information provided from the field indicated the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). According to the field, the device will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.